Event description:
It was reported after implantation of the sjm heart valve, the pt had low levels of thrombocytes. The device remains implanted and the pt has been discharged home. Additional info has been requested.